Event description:
Siemens was notified on (B)(4) 2012, that they experienced an automatic movement of the couch after rad off interruption of auto sequence. Reportedly, the circumstances surrounding the issue is that a set of fields are being delivered from rtt in an auto sequence. Delivery is interrupted with rad off button between two fields in the sequence (console is not cleared). The gantry, collimator and couch positions are changed inside the room for the second field. The key is turned to prg/rdy then back to rad on and the rad on button is pressed. The couch automatically moves back to the position that was accepted when the sequence was started. Then, the second beam is delivered. This problem has been observed during treatment of a pt with an ssd technique, opposed beams, and an isocentric floor angle of 270 degrees. The floor angle requires in-room movement of gantry and couch between fields to avoid collision. A pa beam was delivered with an ssd of 120 cm to the pt's back. The auto sequence was interrupted with the rad off button and the gantry moved to ap position and couch dropped to create ssd of 120 cm to pt's front. When the key was turned to prg/rdy and back to rad on and the rad on button is pressed, the couch moves automatically back to the position accepted for the first (pa) beam. This movement was noticed and the operator halted treatment before the second beam was delivered. This has the potential to drive the pt or couch into the gantry with no requirement for the operator to be pressing motion enable buttons. It also can move the pt to an unintended position in the beam, again without requiring use of the motion enable buttons. The couch position is highlighted in yellow, but there is no clear notification that turning the key to rad on will cause movement of the couch. There has been no report of mistreatment or injury to a pt. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens became aware of the reported issue on (B)(4) 2012 and mailing this MDR on (B)(4) 2012. Investigation into the reported occurrence is on-going, and follow-up to the FDA will be submitted upon completion of the investigation. Customer address: (B)(6).